Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the third party usb data cable that was connected to the device. Physio observed that when the cable was moved, or flexed, the device would power off by itself. Once the cable was removed, proper device operation was observed. Physio then replaced the third party usb data cable with a new cable from the customer's inventory. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.